Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6446571, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 420cc mentor memoryshape gel implant, catalog #3341305g, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with a 420cc mentor memoryshape gel implant experienced right sided scar tissue formation, tightness, tingling, and pain post procedure. This is consistent with capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.